Event description:
It was reported that an event occurred where the involved patient died. The users noted the warmer [resuscitaire] was malfunctioning and had provided a check temp alarm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
Additional information was requested including clarification of the alarm provided (there is no "check temp" alarm), what mode the device was in and patient information however, no further information was provided. A draeger technician evaluated the device and found no issues with the performance of the device. Therefore, root cause could not be determined.

Event description:
It was reported that an event occurred where the involved patient died. The users noted the warmer [resuscitaire] was malfunctioning and had provided a check temp alarm.